Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer disconnected from the pump and reverted to an alternate method insulin therapy.